Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified. This report is number 5 of 5 MDR's filed for the same patient (reference 1825034-2016-03101 / 03103 / 1825034-2016-04654 / 04655).

Event description:
Legal counsel for patient reported that patient patient underwent a total hip arthroplasty and dislocated on an unknown date post implantation. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified.